Manufacturer narrative:
(B)(4) fire (issues associated with the combustion of device components, resulting in any of the following: light, flames, smoke); issue associated with a cloud of vapor or gas generated from the device). At the time of this report ups has not been available for investigation. Information regarding the results and conclusion of the part evaluation will be provided in a supplemental MDR. Feedback from powervar (ups mfg): by its very nature, the ups will provide high voltages and high currents necessary to provide the uninterrupted power to the system. It is likely that, due to these high power levels within the units, that any component failure would result in the destruction of that component, which may result in heat and/or more smoke being momentarily generated. However, the unit is designed so that there is no risk of fire, with the fault being contained within the enclosure, safety mechanisms to disconnect the battery power, and materials that are self extinguishing. A field service specialist checked the laser and it meets all amo specifications. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available a supplemental report will be submitted.

Event description:
Intralase laser fs2 is used with an uninterruptible power supply ((B)(4)). On (B)(6) 2011, customer reported that the ups sparked and started smoking this morning after turning it back on. No pt involvement reported.

Manufacturer narrative:
Visual inspection of uninterruptible power supply (ups). The service depot in (B)(4) evaluated the ups visually. The visual inspection revealed that the capacitor c2 is burnt on the main printed circuity board (pcb). The reported complaint was confirmed. A root cause was not determined with the investigation. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Placeholder.